Manufacturer narrative:
The revised devices were discarded therefore no devices or photos were returned. As such, a determination on the condition of the components could not be made. Reviews of the device history records for the devices indicate they were sterilized per procedure. The devices were used for treatment. No other complaint than those for this patent have been reported for the provided lots. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the surgeon performed an incision and drainage (B)(6) 2016 due to noticing draining at the surgical site. Two days following, a second incision and drainage was performed along with a bearing exchange.